Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the lead was initially reprogrammed. Subsequently, a revision was performed to reposition the lead.

Manufacturer narrative:
Concomitant medical product: product ID: 5076-58, serial#: (B)(4), implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) leads may have dislodged. Atrial and ventricular are sensing right on top of each other and morphologies look similar. The lead remains in use. No patient complications have been reported as a result of this event.